Event description:
The following unipolar electrode resistance readings were reported: 0=1296 ohms, 1=980 ohms, 2=1233ohms, 3=>2000ohms. Bipolar pairs 1-2, 1-3, 2-3 resistances were greater than 2000 ohms. The hcp stated the implantable pulse generator moved in the pocket and felt "the wires do get fractured". The device system was reprogrammed to + case, -1, -2. The impedance was 759 ohms and the current was 19 microamperes. The patient was receiving good therapeutic results. Please see MFR. Report # 3004209178200803157.